Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, prime, excessive no delivery alarm test and occlusion test. The insulin pump was received with a broken reservoir tube lip, cracked reservoir tube, cracked case near the display window corners and minor scratches on the display window. The reservoir remained locked in place.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump's reservoir tube was cracked and could no longer hold the reservoir in place. Blood glucose level at the time of the incident was 306 mg/dl. Caller reported that the damage may have come from dropping the device. Customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.